Event description:
During an esophageal banding procedure, a cook 10 shooter saeed multi-band ligator was used. The [first] band deployed was deviating from the right [correct] orientation, even after several adjustments. Finally the [remaining] bands could not be deployed. The product was stored at the room temperature, kept away from high temperature and high pressure. The product was not sterilized prior to use. Another product was used to finish the procedure successfully. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product returned consisted of the handle with the trigger cord string (in two separate sections), the barrel was attached to the trigger cord and the loose catheter. The barrel was returned with 5 bands remaining attached, the proximal black band, the amber band and the next three black bands. The distal five black bands had been fired and were not included in the return. It was noted that the trigger cord was returned in two pieces. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described due to the condition of the returned product as the distal five bands had been deployed. The evaluation of the remainder of the returned device was able to confirm the report of unable to effectively deploy bands. The initial visual review of the returned barrel, trigger cord and bands indicated that the remaining beads on the trigger cord were not in the expected location between the bands giving the indication that the remaining bands would not deploy as expected. The trigger cord was loose in sections around the barrel. During our laboratory analysis, the returned parts were reassembled and the mbl device was attached through a duodenoscope that is placed in a simulated biliary position with vacuum attached. The duodenoscope has an accessory channel that is 2.8mm in diameter (model number olympus gf140). The mbl barrel was attached onto the end of the endoscope . Simulated varies were placed at the end of the barrel and vacuum pulled and an attempt was made to deploy the remaining bands. Movement of the handle wheel was performed and functioned as intended. The first black bank successfully fired, the next two black bands deployed together, and the amber and remaining black band deployed successfully. It was also noted that the deployed bands did not constrict as expected and were not securely attached to the varices. The bands remained distended for approximately 10 seconds before constricting to the expected size and shape . The difficulty with band deployment has been identified due to the fact that the trigger cord beads were not in the expected location. The string was dismantled from the mbl assembly to fully investigate the integrity of the trigger cord and the beads. It was noted previously that the trigger cord was returned in two pieces. The trigger cord contained one double tied knot at the end. The length of the pieces were measured and we can conclude approx 15 inches of the trigger cord were not returned. The section of trigger cord that was not included in the return is the section prior to the distal modeled beads. Nineteen beads were attached to the string. The product is sold with two sets of 10 beads (total 20 beads) - therefore, we can conclude that one bead is missing and was not included in the return. The beaded section of trigger cord length was measured from the knot to the end using a calibrated device and found to be within specification. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage, bead loss, and movement of the beads. Missing and movement of the trigger cord beads has likely allowed the trigger cord to disconnect from the band and barrel causing difficulty with deployment. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. However, the lot number associated with this complaint was researched to determine the mfg date of the actual bands. We can conclude from these dates that the bands were within the accepted age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned product and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determined a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip cured can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advised the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After incubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the use to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to be come available.